Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged a loss of prime alarm went off, and rewind, load, and prime steps were subsequently performed. The prime and rewind menus were checked and the prime and fill cannula boxes were not filled in and a second loss of prime alarm was not emitted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jan-2018 with the following findings: the pump's black box showed multiple loss of prime warnings. The prime steps were performed with no issues. The alleged issue could not be duplicated.